Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy , the surgeon pulled the plunger to remove the pouch with the specimen. The surgeon noticed that the pouch was broken at the upper part. No other known adverse events were reported.